Manufacturer narrative:
Patient called 3 times through the call center. Returned call immediately after receiving each page. The phone would ring only once before going directly to voicemail. Left voicemail each time. Still attempting to contact patient.

Event description:
Implanted pt called in and has had the battery replaced 4 times since 2021. The battery dies within 10 months, even on the lowest setting. Her left arm has been swollen since her last surgery in (B)(6) 2026. Her provider wants her to take tramadol. Tested for blood clots - it was negative. Saw dr. Chandler's np; the patient is unsure of the name of the np. Incision is infected, and dr. Chandler refused to look at it at her last appointment, says dr. Chandler. Gi associates manages the device; it looks like blair lewis is dr. Chandler's np.